Event description:
The customer reported that the ventilator remote alarm connector was damaged. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician verified the customer reported problem. The service technician reported the alarm jack on the main board pcb was not making contact with the board. The service technician replaced the main board to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.